Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Initial reporter full name: (B)(6). Additional reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer could not obtain the pressures on the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the patient had been transferred in from another facility. The getinge representative asked them to unplug the orange fiberoptic cable and reinsert it matching up the red triangles. The customer thought maybe it had been initially upside down. After a minute or two, they said the iabp generated unable to update timing and unable to calibrate fiberoptic sensor alarms. A texted image to the getinge representative revealed "source: fiberoptic" with a very flat waveform and no numbers. The customer was then instructed to remove the orange cable and check the inner lumen waveform. It was also a poor looking dampened waveform with numbers 73/67(70) aug 73. They then checked a blood return, which was difficult to pull back, waste, de-air and then flush 15-20 seconds on standby. The waveform and numbers were virtually unchanged. The customer was directed to reposition the patient on the side and flush again on standby, but no improvement. They also stated they placed a radial arterial line right after the patient arrived. They were then told to connect the pressure cable from the iabp to the radial pressure bag, and then zero it. That produced a normal looking iab waveform on the iabp with indices of 88/51 (76) aug 100. There was no patient harm or adverse event reported.